Manufacturer narrative:
No problem reported with calibration or qc. A field service engineer (fse) was dispatched and found no hardware issues. Root cause appears to be a dirty sample probe.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient's results did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.